Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was 220 mg/dl at the time of incident. No significant events leading to the blank display was observed. Customer reported that battery replacement did not resolve the issue and the insulin pump remained blank. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is expected to return for analysis.